Event description:
Customer reported with an image issue after 40 minutes of use. The unit was removed from use. The issue found during an unspecified procedure. There was no patient harm, no injury reported due to the event. No user injury reporter. According to the reporter, upon inspection of the device, the protective glass for the 4k chip in the mouthpiece for camera head is smashed. Device was removed from use.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12-apr-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomena of error code e222 and an intermittent image were not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomena based on the investigation result. Additionally, the protective glass was found to be broken and there was dust inside the device; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: ¿do not apply excessive force to the camera control unit and/or other instruments connected. [3.1 precautions for installation and connection]. Never apply excessive force to connectors. [3.3 installation of the equipment]. Keep the ventilation grills of the camera control unit clear. The ventilation grills are located at the side panels. Blockage can cause overheating and equipment damage. [8.1 care] clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary.¿ olympus will continue to monitor field performance for this device.